Event description:
It was reported that the patient's device ''again'' caused more surgery from ''their faulty wires.'' No other information was provided.

Manufacturer narrative:
Product ID 7495-25, serial # (B)(4), product type extension; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 2003, product type programmer; patient product ID (B)(4), lot # l39129, product type lead. (B)(4).